Manufacturer narrative:
The customer's complaint that the drive shaft of the autopulse platform (sn (B)(6)) rotates about 180 degrees, fails to return to its home position fully, and displays user advisory 45 (not at "home" position after power-on/restart) was confirmed during functional testing and archive data review. The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate, exhibiting binding and resistance. The root cause of the reported complaint was the sticky clutch. Upon visual inspection, a faded and illegible device label was found, confirming the complaint. The autopulse platform failed functional testing due to ua45 being displayed upon powering on, confirming the complaint. The clutch was deburred to address the sticky clutch, and the drive shaft was rotated to the home position to address the ua45 issue. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that while attempting to return the drive shaft of the autopulse platform (sn (B)(6)), it rotates about 180 degrees and then fails to fully return. The autopulse platform displayed user advisory 45 (not at "home" position after power-on/restart). Additionally, the platform requires a new sn label, as the current one is faded and illegible. The issue occurred after use during a cardiac arrest when the crew was connecting a new lifeband and performing a readiness check post-incident. No issues were noted during the cardiac arrest. There was no patient involvement during the reported issue.